Manufacturer narrative:
The baxter technician found the sidecomm cable needed to be replaced. Per the hillrom user manual, warning: a communication cable must be used for beds that have nurse call. Failure to do so could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. Per the hillrom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hillrom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jun 26, 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the sidecomm cable to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the bed exit was not working. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).